Event description:
A 20- minute procedural delay was reported in a case where the baylis radiofrequency puncture generator (rf generator) was unable to be used for a transseptal procedure. During a cardiology procedure, the rf generator was attempted to be used to provide rf energy to the transseptal device. A 20-minute procedural delay due to issues with a button on the generator was reported and an alternate method for transseptal puncture was used for the procedure. While there was no patient injury report, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay.

Manufacturer narrative:
While there was no patient injury report, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay. A DHR review was completed and the device fulfilled all requirements prior to release